Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: the pump's black box data from the date of the event has been overwritten due to continued use of the pump. The battery compartment was cracked at the threads on the side. The prime steps were were performed correctly with no observed issues. The pump's current draws were within specifications.